Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported no image issue could not be reproduced and a definitive root cause of the issue could not be determined, however, it is possible that the issue was the result of leakage/moisture entering into the device causing a temporary connector continuity issue and or a damaged charged coupled device (ccd) internal cable. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation of image off was not confirmed. In addition, bending section cover glue was missing and peeling. Bending section cover had hole that leaked. Charge coupled device shrink tube was cut to metal. Light guide bundle was detached. Plastic distal end insulation failed due to missing bending section cover glue. Objective lens had peeling cement. Bending section was detached and twisting. Control body had scratches. The scope connector had scratches. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus onsite support specialist reported on behalf of the customer, image was off with the evis exera iii bronchovideoscope during preparation for use. There was no report of patient harm associated with this event.